Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. A loss of connection was reported to have occurred for (B)(4). Loss of connection was confirmed for 41euml, however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.